Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: bradycardia-dependent rise in the atrial capture threshold early after cardiac pacemaker implantation in patients with sick sinus syndrome. Heartrhythm case reports. 2016;2(1):27-31. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implanted leads. The article indicated that the day after implantation of the lead, there was a "marked" rise in the atrial capture thresholds and a slight decrease sensing and impedance values. The atrial lead was replaced. The lead was monitored and again, the next day, there was a "failure of atrial pacing." The pacing rate was adjusted temporarily to avoid pacing failure. Five days after implantation, a (B)(6) study (eps) was done, and it was found that non-capture had occurred. Again, the same testing was done one month after implantation,and the non-capture range has "clearly decreased" and the thresholds had improved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through follow up which the author/physician indicated that there were "no allegations or product specific complications" against the products. No further information was available.